Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated and low blood glucose levels. The patient experienced hyperglycemia with blood glucose results around 350 mg/dl to 400 mg/dl and also hypoglycemia with results around 40 mg/dl to 50 mg/dl.